Event description:
It was reported that the patient with an artificial urinary sphincter (aus) is experiencing urinary incontinence. The pump is dimpled and hard to palpate due to the position being higher in the scrotum. The patient attempted to have the device activated in the emergency room, but the nurse and urologist were unable to. There were no additional patient complications, and there has been no surgical intervention at this time. The patient will be following up with a physician for evaluation.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.